Event description:
Related manufacturing ref: 2184149-2022-00239. During a supraventricular tachycardia / premature ventricular contractions procedure, a cardiac perforation occurred for which a pericardiocentesis was performed to stabilize the patient. The svt ablation was performed first with a 4mm lg curl safire ablation catheter. Next an agilis nxt was used with a competitive transseptal rf needle to go transseptal for the pvc ablation. Shortly after mapping the left ventricle with a tacticath se, the patient started to complain of chest pain. Shortly after it was observed that the patient¿s blood pressure had dropped from the 160¿s systolic to the 70¿s systolic. It was then observed with intracardiac echo that a pericardial effusion was present around the ventricles. A pericardial tap was performed with roughly 290cc¿s of blood extracted. No rf ablation therapy was performed in the left ventricle. The patient left the lab in stable condition.

Manufacturer narrative:
One 4mm tip, large curl, safire ablation catheter was received for evaluation. Electrodes 1-4 and the thermistor/thermocouple met specifications during electrical and temperature testing. The catheter deflected in both directions when actuating the steering mechanism; however, did not deflect in the correct shape in either direction and no longer met specifications, due to the kinks in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.